Manufacturer narrative:
The company service representative examined the system and confirmed the reported event in the event log. However, could not replicate the reported event. The xenon lamp was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on november 5, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported there was no illumination from the tabletop illuminator prior to a surgical procedure. An alternate system was used to initiate and complete the procedure with no harm to the patient.